Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: z-0267-2023 (september 22, 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this. Update because of correction in MFR code. There happened a copy and paste error. False MFR number 2679 instead of 3179. Correct MFR code ending is 3179.

Event description:
The following was reported to hamilton medical ag: summary: interaction panel blackout for 2-3 sec (hmi reset).